Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Adverse event: stroke. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that after the successful implantation of the xact stent in the right internal carotid artery, the pt experienced orthostatic hypotension, right lower extremity paralysis, numbness, right visual field deficit, right jaw and lateral neck pain. The paralysis resolved within 1 hour. The hypotension was treated with intravenous fluid boluses. An MRI of the brain showed multiple embolic strokes. The pt was treated with aspirin and plavix. The pt was discharged on (B) (6) 2010 with her vision almost back to normal and had complete strength and sensation to right lower extremity. By (B) (6) 2010, the pt was asymptomatic. There was no adverse pt sequelae. No add'l info was provided.